Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm glidepath d/l catheter was received for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. Clamp marks were noted on both extension legs, proximal to the strain reliefs. The clamp marks were noted to be kinked. Therefore, the investigation has been confirmed for identified deformation and inconclusive for dent in material. A definitive root cause for the reported event could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the extension tubing was allegedly pressed against the pinch clamp. The procedure was completed by using another device. There was no patient contact.